Event description:
After an implantation period of approx. 58 months, high shock and pacing impedance were reported. After extraction, isolation defects could be seen on the lead. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22.5 cm distal to the is-1 connector pin. The proximal and the severely stretched distal lead fragment were returned for analysis. The returned lead fragments showed multiple signs of insulation abrasion. At 13 cm distal to the is-1 connector pin, the insulation was found rubbed through. The coating of the conductor cable to the shock coil was damaged in this region. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, severe extraction damages were noted on the lead. The distal lead fragment was excessively stretched. The proximal ring electrodes were detached from their adhesive bonds and the conductor cables were pulled out of their lumens in this region. Additionally, the shock coil was deformed and shifted distally. These damages indicate tensile forces during the extraction procedure, most likely due to significant ingrowth. Corroborating this assumption, the distal end of the lead, including the lead tip was encapsulated in calcified tissue residuals. It cannot be excluded that the calcification had impact on the electrical peculiarities reported in the complaint text. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.in conclusion, the analysis did not reveal any sign of a material or manufacturing problem.